Event description:
It was reported that the customer's batteries were not lasting as long in the insulin as they previously were. The customer also noticed corrosion inside the battery compartment. The customer's blood glucose was unknown. The customer also received a low battery alarm and that there were cracks on the threads of the battery compartment. Troubleshooting was done. The customer was unaware of how the physical damage occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Pump was received with blank display due to corroded battery tube. The battery cap contact was corroded. Unable to verify for operating currents including low battery, failed battery test or off no power alarm due to blank display. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.